Manufacturer narrative:
Investigation in process.

Event description:
It was reported that while the surgeon was broaching over the cone in the knee revision the im post broke. There was no injury to the patient or the operator. The surgery was not delayed and completed with another instrument.

Manufacturer narrative:
The im post instrument was manufactured, inspected and packaged within established process specifications. It was noted by the sales associate that the surgical technique was followed during the procedure and that the instrument was not bent prior to use. In addition, it was the sales associate¿s opinion that the im post instrument loosens from the stem extension during use which probably makes it easier to break. Upon visual inspection, the location and topology of the fractured surface appears to be similar to that seen on the im post instrument which was previously investigated. In that report, it was found that the threaded assembly, although initially tight, worked itself loose while impacting the broach. This then led to bending at the threaded section of the im post due to static overloading caused by manipulating the broach instrument. Upon subsequent restraightening of the threaded section, fracture at the threaded section ultimately resulted. A metallurgical analysis was conducted on three (3) other im post instruments (unrelated to this complaint) with similar fractured surface locations and topologies where static overload was confirmed as the cause of failure in these other instruments. Failure due to static overloading of the instrument during use is suspected, but not confirmed, in this case. This investigation is considered closed at this time; however, should additional information become available, this investigation can be re-opened.

Event description:
It was reported that while the surgeon was broaching over the cone in the knee revision the im post broke. There was no injury to the patient or the operator. The surgery was not delayed and completed with another instrument.